Event description:
It was reported that the coil stretched and was removed with a snare. A 60cm embold? Packing was selected as the last coil in an embolization procedure. The target vessel was a saccular aneurysm, and the anatomy was moderately tortuous. Intermittent flushing was performed. During the procedure, the coil became stretched inside the vasculature. The physician described the failure feeling like more of a "pop" than resistance. The coil was removed via a snare, and the procedure was completed. The physician stated that this last coil didn't necessarily need to be placed and probably should have stopped at the previous coil. There were no patient complications as a result of this event.